Manufacturer narrative:
Upon further review, it was identified that the product failure. There was no functional issue with the knife. Based on this assessment, product failure is not considered a reportable malfunction, as no serious injury has occurred, and the condition is not likely to cause or contribute to a serious injury. Hence this complaint does not meet the criteria for regulatory reporting. No further reports will be submitted under mfg report num 2523835-2026-00052 the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting knife was found failure. The scheduled surgery was cataract surgery with intraocular lens implantation. Patient impact was not reported. Additional information requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).